Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported issue was replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. It powered on showing a blank screen. The complaint was confirmed based failure analysis. An electrical component issue in the monitor was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor due to no power in the left eye. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the monitor for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the surgeon could not see out of the left eye. The customer stated that they also had this issue the previous day. The tse reviewed system logs and confirmed errors 45310, 45312, and 45314 on the endoscope. The customer tried reseating the endoscope 5-6 times, but issues persisted. The customer tried a new endoscope, but the issue persisted with the left eye. The tse recommended reseating the blue fiber cable (bfc) at both ends and doing a hard reboot. Customer stated that they had an extra surgeon side console (ssc) that they could bring into the room. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by swapping the surgeon side console (ssc). The procedure was completed with one working eye piece on the same system.